Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a crack evident on the front face of the luer, the distal portion of the crack curved towards the wing of the luer. There was also a mould line visible on the back face of the luer, consistent with the manufacture of the component. It was not possible to inflate the device due to the damage of the luer, as a result liquid was observed exiting the luer upon pressurization. No other damage was evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a sprinter legend rx ptca balloon catheter was intended to be used. There was no damage noted to the packaging of the device. The device was inspected with issues noted. An attempt was made to connect the luer of the sprinter legend to the non-medtronic inflation device. The crack was not noted prior to directly attaching the sprinter legend to the non-medtronic inflation device. It was reported that leaking was noted around the luer of the device and a moderately sized crack was observed in the luer port. Information regarding whether the device was used in the patient or not is unavailable.